Event description:
It was reported that patient has distal femur and mrh tibia. Patient indicated that she sat down and felt knee give way.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding alleged instability and malpositioning involving a femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical information with two x-rays was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient's distal femur was modified previously at surgery - the tabs were removed. The same component has rotated into external rotation. The distal femur was removed and re-impacted into the correct alignment. The bushings, bumper, axle, tibial bearings, tibial insert were changed out. (No failure).

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown distal femur. It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.